Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.